Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is a scratch on the barrel. The returned syringe was examined and exhibited scratches on the barrel between the 20-30 unit markings. Unable to perform DHR check for barrel damaged due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 03jan2020, holdrege received a complaint, via pictures, from material 326666, unknown batch number. Visual inspection of the pictures shows scratches/gouges on the barrel between the 15 and 25 scale lines. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Due to the unknown batch number, it is not possible to review the quality notifications or maintenance dispatches for the time frame that this product was produced. Root cause for the defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that bd ultra-fine¿ insulin syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: scratch on the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: scratch on the barrel.